Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient developed a driveline infection and had positive blood cultures. The patient was readmitted and treated with IV antibiotics. Further details were not provided. The pump remained implanted and was not returned to the manufacturer for evaluation. Driveline site infection and sepsis are known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection. There is no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately two months after the implantation, the patient is reported to have developed a driveline infection. This event did not require a re-admission to hospital. The patient was treated with IV antibiotics. Details regarding the patient's symptoms or the results of any diagnostic testing were not provided.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.